Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03223. The pt received a scs system on (B)(6) 2011. It was reported that the pt's ipg has flipped and peripheral lead has migrated. The pt still has stimulation. The physician had been notified for possible revision. No further info is available at this time.